Manufacturer narrative:
The customer reported that the device would not pass the opcheck test, and that it was not capable of turning off. There was no reported patient involvement. Philips evaluated the device and found that it locked up and was not capable of running any testing. The device was repaired by replacing a faulty processor pca.

Event description:
The customer reported that the device would not pass the opcheck test, and that it was not capable of turning off. There was no reported patient involvement.